Manufacturer narrative:
It was reported that after 1 day of placement, tissue perforation was identified with emergency surgery and was removed. It was confirmed from the device history record that device had been manufactured with no significant issues and passed all the inspections successfully. Based on the description "the gw looped at the stomach fundus and the delivery system could not be advanced to the stomach", there is a possibility the gw was difficult to insert due to progression of the patient's disease and patient's condition, peristalsis of organs and other factors complexly and caused perforation at the stomach wall during insertion of the delivery system. Then, it is considered the stent was placed at the stomach wall following the gw and was removed a day later by emergency surgery. Through the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: perforation". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
On (B)(6) 2025: the procedure is to place ec1812ar in the 7cm stenosis at eg junction. The physician attempted to insert the delivery system along the gw into the stomach, but the gw looped at the stomach fundus and the delivery system could not be advanced to the stomach. The physician advanced the delivery system after repositioning the gw in the gastric body and could finally insert the delivery system to the target site with a little resistance, resulted in successful stent placement. On (B)(6) 2025: tissue perforation was identified with emergency surgery, and then the stent was found to be coming out of the stomach fundus into the abdominal cavity. The condition of the stent and the fundus of the stomach were not checked in detail by endoscopy immediately after stent placement, it is unknown when the perforation occurred. The patient had not undergone radiotherapy or chemotherapy. No problems with patient's condition after emergency surgery for perforation.